Event description:
The customer reported that they were unable to power up in the selected mode.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.